Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. It was noted that while attempting to insert a stylet in the right atrial lead, the physician felt resistance. The stylet was noted to be kinked when pulled out. The physician attempted to put a stylet down to position the lead into the apex but was unable to advance the stylet down the lead. The stylet could not be inserted outside the patient body as well. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Additional information: the reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece without the field stylet. A stylet could not be fully inserted into the lead due to dried blood found inside the inner coil. The cause of the reported event was isolated to blood inside the inner coil.